Event description:
The complainant stated that the nurse and doctor were lowering the stow and go foot section during a delivery and it fell off the bed, causing the nurse to strain her back. The nurse had back pain for three days with no lost work days and no medical treatment. The bed was removed from service.

Manufacturer narrative:
The tech found the stow-n-go under frame mounting subassembly was missing the set screws which hold it to the ramps. The ramps were new and were replaced in (B)(4) 2012 after the event. The tech was unsure if the set screws fell out or if they were never installed when the ramps were replaced. The tech replaced the missing set screws to repair the bed.